Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable was damaged. Customer reported that the silver part of the micro usb end of the cable broke off. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.